Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07nov2018. Philips field service engineer (fse) confirmed an error code 9003 (flow sensor failure) in the diagnostic report. The fse repaired the ventilator by replacing the flow sensor.

Event description:
The customer reported that the unit failed the extended self test exhalation flow test. There was no patient or user harm reported. The event date was not specified; estimate used.